Event description:
The user stated the valve body for the water reservoir was cracked around almost three quarters of it's circumference and was leaking. The leak was not onto the floor as the valve body wound only leak when it was taken out if the instrument. No samples were affected and no operators were harmed. The user replaced the valve body and the leak stopped. According to the info provided by the user, this issue was resolved and the analyzer was working within specifications.